Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the alcavis causing allergy, skin rash. It happened on about (B)(6) 2023. It had infection on her exit-site. Patient said she couldn't use it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).